Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned however, the customer provided one photo displaying a connector assembly. Luer hub damage was not able to be observed in the customer supplied photo. The customer returned one connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual analysis revealed the red (arterial) luer hub contained a single large crack and some chipping in its threads. This damage is consistent with repeated tightening on the luer. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp. In addition , flush juncture hub assembly with saline and clamp extension lines with catheter pinch clamps." When the arterial luer was flushed, slight leaking was observed from the crack. The venous luer flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained one large crack. The appearance of the crack is consistent with overtightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the luer hub was found cracked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked during patient use. No patient harm reported. The patient's condition is reported as fine.